Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member on (B)(6) 2018. The caller stated that after programming with the manufacture representative (rep) the pain resolved. Everything is fine for the patient and all issues were resolved. No further complications were reported/are anticipated.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient had a diagnostic ultrasound of their bladder on (B)(6) 2017 and afterwards the caller checked the ins and the programming changed from group a to group c unexpectedly. The patient was having a return of their target pain. They called the manufacture representative (rep) who had them change to group b and the patient¿s pain was now being controller. It was noted that the ultrasound could be related to the issue. Additional information was received from a friend/family member of a patient on (B)(6) 2017. The patient was experiencing a little pain/¿medium pain¿ since (B)(6) 2017. The patient is current on group b and wants to change back to group a but when the caller presses from left to right they can only see group b and group c. They cannot get the ins settings back to group a. They called the rep on (B)(6) 2017 to let them know that they were having trouble switching to group a but it was not until today on the phone with patient services that the caller switched to group a. The caller let the rep know that the patient was experiencing pain on (B)(6) 2017. The caller had the ability to change amplitude, groups, and/or programs during the report. Patient services reviewed how to change back to group a and it was confirmed that they were able to change back to group a. The amplitude was set to 1.1 volts. The caller noted that previously the amplitude was set to 1.4 volts. They were meeting with the rep tomorrow at 1:30pm to ¿tweak up¿ the patient. The caller noted that they were told after the ultrasound that the procedure would not ¿break¿ the ins but ¿may give a different reading¿ regarding the ultrasound. No further complications were reported/are anticipated.